Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they used wire guide in to the spsof-5-5, wire guide could not insert in to the spsof-5-5. Because pigtail was kinked. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use. This product was located in the ercp room prior to use. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Unknown was the wire guide inspected for damage prior to use? Yes, it was. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown if not with the device in question, how was the procedure finished?* they finished procedure after using the another spsof-5-5. Is the patient known to be covid-19 positive? Unknown.

Manufacturer narrative:
1 x spsof-5-5 of lot number c1724685 involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This event was finished with another spsof-5-5 successfully, however it was not possible to collect the size of the wire guide used with the device from the user. Documents review including IFU review: prior to distribution all spsof-5-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for spsof-5-5 of lot number c1724685 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1724685 the instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0055-4: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence and another spsof-5-5 was placed successfully. The wire guide used with the successfully placed device could not be confirmed (see attached (B)(4)_successfully placed device). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. When they used wire guide in to the spsof-5-5, wire guide could not insert in to the spsof-5-5. Because pigtail was kinked. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use. This product was located in the ercp room prior to use. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Unknown 4. Was the wire guide inspected for damage prior to use?* yes, it was. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 7. If not with the device in question, how was the procedure finished?* they finished procedure after using the another spsof-5-5. 7.8. Is the patient known to be covid-19 positive? Unknown.